Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Vcoyne 18july2025. Sample return update/additional information from region. Unfortunately, we received the confirmation from dhl that the two samples have been destroyed due to the clearance not being completed.

Event description:
Information from ae regulatory system: patient xxx, sex x, age xx. Patient was admitted to the hospital at 10:00 on (B)(6) 2025 due to vision loss and blurred. Patient was diagnosed of macular degeneration and uveitis in the left eye. At 18:00 on (B)(6) 2025, the patient was given a vitreous cavity drug injection of 0.05 ml of aflibercept intravitreous injection, using a 'disposable sterile insulin syringe', with obvious leakage from the center of the needle during the injection process. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: quantity of needle for this incident was 1, stopper was difficult to move during the process, the leakage was at the interface of the cannula and the needle hub, material code: 328421. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available. (B)(6) 29apri2025: update/additional information from region. Call center has contacted with customer and confirmed there's one syringe sample could be returned for investigation, please help to update the new information in etq system, thanks. Sample availability: yes. Sample availability details: physical sample available only.